Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they had experienced high blood glucose level and no delivery alarm. The customer¿s blood glucose was up to 500 mg/dl at the time of the incident. The customer was treated with insulin pump. The customer reported that they had no delivery alarm during priming. The customer declined troubleshooting for no delivery and high blood glucose. The insulin pump will not be returned for analysis.